Manufacturer narrative:
Analysis summary: based upon the inquiry information received, visual and functional examination, it was concluded that the analysis results found the cable was returned without the footswitch. The cable was damaged at amphenol connector strain relief proximity.

Event description:
While the doctor was performing a thyroid procedure, the handpiece would activate intermittently. The doctor swapped the generator with another generator and completed the case with no pt consequence. The generator was tested after the case and found the black footswitch cable on the footswitch would activate intermittently when wiggled.